Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit was instructed by technical support to check the water trap. The water trap was removed and the auto cycling stopped. The water trapped might be the problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ii ventilator has auto cycling issue. The customer confirmed that there is no patient involvement associated with this reported event.